Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was repositioned. During the same procedure, the physician electively replaced the ipg as well. Post-operatively, stimulation therapy was restored and the patient's pain was resolved.